Manufacturer narrative:
The instrument was calibrated for magnesium (mg) and qc was within the established ranges. Several hardware components were examined and multiple parts were replaced. Wash probe: glass chards found inside; reagent mixer station: leak found. Cartridge chemistry (cc) sample mixer: rubber chunks were found lodged in nozzle fitting blocking wash spray. The fse cleaned sample mixer wash assembly and removed o-ring debris. The fse performed alignments on cc sample probe, cc sample mixer, cc reagent mixer, cuvette wash station cc chemistries were calibrated and qc ranges were within the beckman group summary limits. As of (B)(4) 2011, there were no further calls from the customer for mg result problems. Related events on (B)(4) 2011 and (B)(4) 2011 are reported in medwatch #2050012-2011-03909 and 2050012-2011-03910, respectively.

Event description:
A customer reported to beckman coulter inc. (Bec) that the unicel dxc 800 pro synchron chemistry analyzer generated erroneously high magnesium (mg) results. The results were not reported out of the laboratory. Repeat testing on the same and on an alternate instrument generated lower results. These results were reported out of the laboratory. The patient results are shown in the attached file. The customer did not receive any notification from physicians or healthcare provider that patients were treated based on the false high mg results.